Manufacturer narrative:
Product evaluation: 1 opened sample, part number 8229975, from lot number 0213242872, was received for analysis. As clarification, the ¿verification¿ screen may be referring to the monitoring screen however it is more likely it is in reference to the setup / electrode check screen. It is interpreted that the customer is most likely indicating that there is no stimulation or event tone even though the electrode check passed. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The cuff was inflated with 20cc of air; there was no obstruction of the inside diameter; no leaks; and the cuff would deflate with no issues. The drawing requires each circuit to be less than 20 ohms, and contain no short circuit between poles. The actual readings were as follows; red 18 ohms, red with band 19, blue 14 ohms, and blue with band 19 ohms. There were no short circuits or out of specification condition identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming that ¿the breathing tube was repositioned several times: no positive results. All the connecting wires have been verified. Another breathing tube from another lot has been used¿ for reintubation and completion of procedure. ¿ains [non-steroidal anti-inflammatories] were provided afterward.¿

Manufacturer narrative:
Device not marketed in the us; similar device available. Product evaluation: analysis results are not available; device not returned for evaluation.

Event description:
The physician reported that the emg tube ¿did not work, despite positive feedback on the verification screen. The patient had to be reintubated in the intervention court, (thus prolonging his intervention time, increasing his septic risk) and was very difficult to reintubate so he desaturated. It has been confirmed that there was no patient injury. Multiple attempts have been made to gain clarification of the event; however, at this time no additional information is available.